Event description:
Customer reports to have received a no delivery alarm during bolus. Customer's blood glucose was 463 mg/dl, which were treated with manual injection. During troubleshooting, it was found that cannula was bent. Customer was advised to change entire infusion set. Customer was advised that infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.